Event description:
It was reported that a pt who had transferred from a hosp developed symptom of increased spasticity. The pt was now hospitalized. Catheter dye study was to be implemented on (B)(6) 2010. The doctor commented that this event was related to the drug. Status was no health hazard. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).